Event description:
It was reported that customer experienced cgm error and received error message 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, did not see error again after reset, and successfully started new sensor session; no additional actions were reported.